Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a cut/slice/hole in the tubing of the transfer set, which resulted in the reported leak situation. The cause of the cut/slice/hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a hole in the transfer set which resulted in a leak. This occurred during an unknown cycle of peritoneal dialysis therapy while the patient was connected. The patient ended therapy, disconnected, and clamped their catheter. The technical service representative (tsr) advised the patient that they should not do a manual exchange. The patient had noticed a tiny slit in the transfer set tubing, which leaked a small amount of fluid while performing therapy. The slit was on the tubing right before the white portion of the transfer set. The patient closed the twist sleeve when they noticed the leak, but had to clamp off the actual tubing to stop the leak completely. The patient did not report a cause of the slit in the tubing and had not noticed any damage prior to use. On an unreported date, the patient¿s transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.